Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the vessel tortuoisty was moderate. The patient was being treated for a lesion in the right anterior cerebral artery (aca). There were no related symptoms related to tip pre-detachment. No actions were preformed to resolve the tip pre-detachment. The cause of the detachment was not determined. Tip detachment occured during navigation through the guide catheter. There was no resistance when the apollo catheter was being advanced or retrieved. The apollo tip is in the distal aca. There is no future plans to retrieve the catheter tip. There was no vessel calcification. There was no damage to any devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter tip was pre-detached. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The catheter was flushed as indicated in the IFU. There was no friction or difficulty during injection. The tip will not be returned with the catheter for investigation as it was implanted in the patient¿s body. No force applied during removal. The catheter tip was not entrapped / stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: the distal tip of the apollo catheter was found to be detached and was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.